Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. On (B)(6) 2021 the patient developed pain with colostomy and poor general condition. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. Block h6: clinical code e9205 captures the reportable event of pain. Clinical code e2314 captures the reportable event of fistula. Block h11: blocks b5 and h6 have been corrected based on additional information received on december 11, 2023.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. On (B)(6) 2021 the patient developed pain with colostomy and poor general condition. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Additional information received on december 11, 2023. It was reported that the patient experienced a urethrorectal fistula.